Event description:
(B) (4) - a_femoral/iliac perforation while dilating right iliac the vessel perforated. Perforation was repaired and case aborted..

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
A customer contacted beckman coulter inc (bci) regarding the wash concentrate canister was not filling on the synchron lx20 pro chemistry analyzer and was leaking. No injury was reported.